Event description:
It was reported that metal shavings came off of the device during a procedure. An x-ray was performed to determine if any of the metal came in contact with the surgical site, but nothing was found in the surgical site. Backup equipment was used to complete the procedure without any clinically significant delay. No add'l medical treatment of intervention was required.

Manufacturer narrative:
The device is not available for eval at this time. If add'l info becomes available and the device is received a follow-up report will be submitted.